Event description:
Received a complaint which stated that the patient developed an infection subsequent to a laparoscopic cholecystectomy. The patient reported that her incision areas became swollen, red, with puss, drainage. One incision needed to be packed for one month before it closed. She also had a temperature. The surgeon gave her antibiotics for this. No further information provided.